Event description:
Patient was revised due to loosening of the head on stem trunnion; cup. Patient has increasing hip pain and positive alval response on MRI from a metal on metal articulation. Grey fluid suctioned from joint capsule and metal stained (black) tissue was removed. Upon exposure of the stem/head, severe damage to neck/trunion of the stem was recognize. Well fixed stem was removed due to damage sustained by tribocorrosion. Cup was easily removed and black tissue was resected from behind the cup. Patient was revised to a modular revision cup and modular revision stem.- loosening interface was non- cemented. There was a surgical delay of 2.5 hours. Doi: (B)(6) 2010, dor: (B)(6) 2022, affected side: left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Nothing indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4) d4-the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.